Event description:
It was reported that during the implant procedure, the right atrial lead exhibited loss of capture, loss of sensing and low impedance. The lead was programmed to unipolar configurations and the problem persisted. The lead was not used and a new lead was implanted. The patient suffered no complications from the surgery.